Manufacturer narrative:
A boston scientific technical services consultant stated that the warning message indicates that the device is attempting to deliver the high voltage energy but a very high impedance has been detected. This measurement is too high for the energy to complete its circuit. The physician indicated he would continue system investigation at a later date as the patient is not prepped for an invasive procedure. He stated that he would begin his assessment of the issue by looking at the potential for fidelis advisory behavior. The consultant reminded the physician that the patient is currently considered to be without high voltage therapy at this time. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that in (B)(6) 2010, this patient's competitive defibrillation lead was exhibiting impedance measurements greater than 125 ohms. One month later, the patient underwent non-invasive programmed stimulation (nips) testing to assess the integrity of the system. However, a message was received indicating an open condition during shock delivery while attempting a shock testing in all three configurations.